Event description:
It was reported that a vns pt experienced an increase in seizures due to unk reason. The pt's parents had not noticed the presence of cough and voice alteration with stimulation after the pt's sudden increase in seizures. Furthermore a dcdc of 0 was read at a necessary follow up with the treating neurologist in nov 2009 and x-rays along with evoked potentials and normal mode diagnostics resulted in terms of normality. The pt's generator was left on as advice was given from a company rep to maintain the device on. The treating neurologist at the time believed the increase in the pt's seizures was due to the pt's natural disease progression. The neurologist had plans to replace the vns system, but the given advice to leave the generator on changed the physician's perspective. A review of the pt's programming history indicated system diagnostics were previously of dcdc 1 and dropped to dcdc 0 in the span of approx 2 yrs (from (B)(6) 2007 to (B)(6) 2009). Additional info was received through a company rep from the treating physician. The physician indicated the pt's seizures were of unk pre-vns level at the time of the dcdc of 0 and interventions taken for the dcdc of 0 were to program the pt's device off. At the moment no surgical interventions are planned as the pt is now receiving a different drug therapy and is seizure free. Nonetheless, review of the evoked potential reading by the MFR revealed normality as expected normal pulse (a clear positive square wave followed by a charge-balanced negative phase). However, the changes in clinical symptoms at the time are likely indicative of a short circuit issue along with the consideration of a drop in dcdc code from 1 to 0.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.